Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing impedance measurements greater than 2000 ohms and loss of capture. As a result, a replacement procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
At this time, available information suggests that the replacement product will be a non-bsc product. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.